Event description:
It was reported that the patient suddenly no longer had any access to sound with his cochlear implant about 3 months ago. Before, he was an excellent performer. As per the patient's parents, there was no incident of injury or physical impact on the implanted side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.